Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the patient was implanted with a separate implantable cardioverter defibrillator system. The s-ICD system was deactivated and remains in situ. A revision procedure to explant the s-ICD system will performed at a later time. No additional adverse patient effects were reported.